Event description:
It was reported that this implantable pacemaker pacing impedance measurement increased from 516 ohms to 755 ohms in four days on this right atrial (ra) lead. The measurement slowly returned back to the usual measurements after one month. At this time the device and this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).